Event description:
The event is reported as: complaint alleges: the physician was conducting a nephrectomy operation on a patient. After the clip was closed by clip applier, the clip was broken at the bosses, the ditch teeth were pulled from the slot which led to failure in closure. No patient injury reported.

Manufacturer narrative:
A visual inspection was performed. From the picture it was observed the "broken bosses." No other defects were observed. Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Although, from the picture it was observed (broken bosses), the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. However, the manufacturer will continue to monitor and trend relating complaints.